Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received by the end user states that they are experiencing a red, open, weepy and itchy rash under the mass. The end user experienced the condition during a period of three to four months prior to complaint receipt. The end user consulted his physician and in turn was prescribed an ostomy powder. There has been a significant improvement. The peristomal skin is now red and intact with no rash or itching.